Event description:
A (B)(6) female patient called zoll customer support to report the wires were exposed on her electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) been completed. The reported problem (exposed wires) was confirmed. Upon investigation the electrode belt trunk cable was cut, exposing wires. The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the cut cable. The patient received a replacement electrode belt.